Manufacturer narrative:
The customer returned the suspected meter, test strips and control solution for evaluation. An in-house testing was performed using the returned meter with returned contour next control solution from lot # 8bv2g31 and in-house contour next test strips in addition to the returned contour next test strips. All control readings were within acceptable range and properly marked as control readings in the meter's memory. During evaluation, the customer's allegation of control reading marked as blood reading was verified. However, the issue was not reproduced during in-house testing. Additionally, a device history record for the suspected contour next one meter was reviewed and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured, since the customer's weight was not provided.

Event description:
The customer ran control test and obtained a reading of 201 mg/dl at 6:27 p.m. On the contour next one meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter and test strips were sent to the customer.